Event description:
It was reported that during the implant procedure the lead exhibited high impedances. Through flouro it was confirmed that the screw of the lead was not completely extended. After multiple retractions and extending, the screw would not extend fully. The lead was removed from the patient and the physician attempted to extend the screw all the way. The screw would not extend. A new lead was then opened and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.